Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. No vibration anomaly noted. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 600 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. Customer states the pump is vibrating without an alarm or alert. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.